Event description:
During a single-site da vinci hysterectomy, the fenestrated bipolar instrument failed and came apart inside the patient. Unsure of mechanism causing instrument failure, but all of the pieces were retrieved by physician immediately following the failure. Physician immediately following the failure. Physician documented that there was a malfunction of the robot where he was not able to get any energy to the bipolar cautery, it was trouble shot, and the y connector was found to be defective. Physician was in control of the instrument at the time of the failure and was immediately aware of the failure. A new instrument was obtained and the railed instrument and pieces were taken off the field and bagged for return to manufacturer.